Event description:
Edwards received notification from poland that a patient with a valve model 3300tfx23mm implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of 8 years and 6 months due to calcification leading to severe stenosis, and moderate pvl. The patient presented with chest pain and fatigue. A transcatheter heart valve was successfully implanted within the surgical device. The patient was noted as to be in stable condition. After valve-in-valve, mild to moderate pvl between the native annulus and the surg valve was still observed and a subsequent procedure was planned to correct the pvl if necessary.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned to edwards for evaluation as it remained implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.